Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported through national breast implant registry "capsular contracture baker grade IV, suspected/actual rupture/deflation". This record is for the right side. The device was explanted.